Manufacturer narrative:
The reported tracheal tube maxillo facial n/nasal ivory s/sl cuff 6.0mm was returned for investigation. Visual inspection was at a distance of 12" to 24" and normal conditions of illumination and an observed tear was seen. Unknown cause. (B)(4).

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
This event occured in (B)(6). The customer performed the leak check prior to use with the polar tracheal tube and confirmed no leakage. During use of the cuff, leakage was found. There is no information how long the device was in use or if there was any patient injury.